Event description:
It was reported that the patient presented with severe angina and inferior ischemia was confirmed via electrocardiogram and treadmill test. A coronary angiogram revealed a severe distal right coronary artery (rca) lesion with mild disease in the left coronary artery. Per planned treatment of the rca, the non-calcified lesion in the mid through distal rca was pre-dilated. A 3.5x38 rx xience prime stent was then advanced without resistance and deployed at 16 atmospheres without issue. The sds was then withdrawn from the anatomy without resistance. Though the stent had been angiographically confirmed to be fully apposed to the vessel wall, a post-deployment cine image revealed a proximal edge dissection. A 3.5x15 xience v stent was advanced and deployed, successfully covering the dissection. There were no device or other procedural issues noted. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned as the stent remains implanted in the patient. In this case, there was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience prime everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.